Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of questionable results for troponin t hs (high sensitive). Of the data provided for two samples, the results for the 1st sample were erroneous. The patient was admitted for disorientation to the emergency room on (B)(6) 2016. A troponin t hs was requested and the results on the first sample were 74 pg/ml and 101 pg/ml. The initial results were given to the treating physician who ordered a repeat measurement with the second blood draw. A second blood draw was done and that result was 5 pg/ml. Both samples were rerun on (B)(6) 2016. The result of the first sample was 22 pg/ml and the second sample was 3 pg/ml. The customer admitted to not observing the 30 minute clotting time and reported frequently getting gel droplets, smearing, or even a gel barrier disruption. During the investigation, it was determined that the quality control results were within the ranges. It was noted on the alarm trace for (B)(6) 2016 that there were pipetting error messages over a twenty-one minute time frame. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was determined that the probable root cause was pre-analytical issues with the sample.